Event description:
It was reported that a beta bionics ilet user called in requesting assistance with resuming insulin deliveries during a hyperglycemic episode. The patient confirmed that their insulin was already resumed, but their blood glucose was still at 204 mg/dl the agent checked the device report and saw the pump made a small delivery and the readings should correct soon. The patient was advised to call back for further assistance as needed. During the episode, the patient did not report experiencing any symptoms and was not out of range for more than 90 minutes.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.